Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290 vented autofeed chamber was "damaged". No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber has been returned to the manufacturer and visually inspected. Results: the visual inspection revealed a break in the water feedset tubing where it is inserted into the chamber dome. The surface at the break was rough (not smoothly cut). The damage appeared to be due to the tube being pulled, away from the chamber, possibly due to the feedset being caught under tension. A lot check revealed one other similar complaint for this lot number. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This product would have failed the final pressure test if in a broken state during testing. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290 vented autofeed chamber was "damaged". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.